Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient experienced wound dehiscence and an infection. Device was explanted and replaced with a genesis. No other adverse patient effects were reported.